Event description:
Pt received dypridamole infusion at 3.0 mci tl201. Myocardial perfusion imaging begun at 2:30 pm. Power surge occurred at 2:40 pm which disabled the gamma camera. This resulted in a loss of image and data. Investigation of the battery backup revealed improper sensor hookup by vendor. Battery backup reconfigurated by vendor on 9/4/94. Simulation of power loss recreated. Integrity and function of camera checked with no problems identified.